Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling: precautions: juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: juvéderm voluma® xc injectable gel is supplied in individual treatment syringes with needles as indicated on the carton. Juvéderm voluma® xc can be injected with either a 27g ½" or a 25g 1" needle. The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Company representative reported that while a syringe of juvéderm voluma® xc was being injected the needle "popped off." No other information was provided.